Manufacturer narrative:
The reported event of low pacing impedance was confirmed. As received, a complete lead was returned in one piece with the helix found retracted and clogged with dried blood/tissue. X-ray inspection found over torque of the inner coil at the connector region consistent with procedural damage. Electrical testing found internal shorting due to over torquing the inner coil. The cause of the reported event was due to internal shorts due to over torque of the inner coil consistent with procedural damage.

Event description:
It was reported that the patient presented for an implant procedure. It was noted that the right ventricular lead exhibited low pacing impedance. The lead was not used and replaced during procedure. The patient was stable.